Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was completed by transferred the patient to another device. The philips field service engineer (fse) checked system and confirmed that system was unable to perform x-rays and user found liquid leakage on the ceiling. Upon troubleshooting fse found the cooling unit did not work, oil level was below normal range and oil leakage from oil hose. To resolve the issue fse reconnected the oil hose. After reconnection of oil hose was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.